Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for low flows with the concern of extrinsic outflow graft obstruction (eogo). The log files captured low flow events on 05may2026. There were also several low flow flags which did not persist long enough to trigger low flow alarms. The pump log files were unremarkable. Additional log files were submitted on 08may2026 and speed was increased. The log file captured a lot of low power advisory alarms and odd voltage trends while the patient was connected to batteries. The log file also captured a lot of low flow estimates and two were sustained long enough to trigger low flow hazard events. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log. It was later communicated that the patient developed eogo. The pump was decommissioned on 15may2026. The patient was explanted on (B)(6) 2026.